Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014.device evaluation: the device has been returned and evaluated by product analysis on 09/22/2014 with the following findings:due to internal moisture damage, the pump was unresponsive and failed to power on. The battery compartment was observed to be cracked with evidence of moisture inside. The leak test failed due to the cracked battery compartment. The battery cap was unable to fully secure onto the pump. The pump was opened and no evidence of moisture or loose components was observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that the battery compartment was cracked and there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.